Event description:
It was reported that the patient was bumped into and a cell phone made contact with the area the implantable neurostimulator (ins) sits. An electrode impedance test revealed no out of range contact. The ins was repositioned on (B)(6). Prior to the ins repositioning surgery, the stimulation was turned on and the patient experienced comfortable stimulation with no complaints or issues. Reprogramming was not needed. The patient was doing well. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).